Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the vessel sealer extend locked up and customer was unable to remove arm as it was locked in place. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was sent back to isi for evaluation however no photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. The instrument was placed in house system and easily removed without problems. No emergency key was used. The probable root cause was attributed to misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.